Event description:
This report is based on information provided by philips remote service personnel and is being investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting, outside of clinical use, the v60 intermittently will not go into standby mode. No reports of patient/ user harm/injury. A philips remote service engineer (rse) evaluated the issue remotely with customer biomed and confirmed the issue and advised to conduct performance verification testing and replace gas delivery system. Investigation ongoing / resolution pending

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.